Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Event description:
It was reported during the patient's trial procedure on (B)(6) 2020, the physician was unable to advance the trial lead. The procedure was abandoned.